Event description:
Roche coaguchek xs fingersticks inr was 4.5, but the pt's venipuncture inr was 3.1 (difference of 1.5). Pt's warfarin doses were lowered upon receipt of fingerstick inr results, but returned to normal when pt's venipuncture inr was received. FDA safety report ID# (B)(4).